Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported discrepant false negative result from lot 22071c. Customer tested confirmatory positive (B)(6) 2022, sn (B)(4), then negative (B)(6) 2022, sn (B)(4), then confirmatory positive (B)(6) 2022, sn (B)(4), then confirmatory positive (B)(6) 2022, sn (B)(4), then confirmatory positive (B)(6) 2022, sn (B)(4). All via cue health with reader sn (B)(4).